Manufacturer narrative:
The extension (serial #: (B)(4)) was returned. D11: product ID 3708660 lot# serial#(B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type extension h3: the proximal segment of the extension was received for analysis. No other segments were received. The #1 and 2 conductor wires were fractured 2.8 cm from the proximal end. Inspection of the conductor ends verified that the extension was cut. Electrical testing determined that the continuity of the conductors was not complete. There were no shorts observed between the conductors. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37086, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 37086, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. High impedance was found during follow-up appointment. An impedance report noted impedances over 15000 ohms on left side electrode pairs: c/1, 0/1, 1/2 and 1/3. The patient was due for an ins replacement, and troubleshooting led the physician to believe the source of high impedance was due to the extension. Revision of the extension was performed during the ins replacement. Replacing the extension resolved the issue, which was confirmed with impedance report on (B)(6) 2019. The cause of the high impedance was not determined. No medical symptoms or further complications were reported.